Event description:
The male pt had the following medical history: obesity, previous pci, hypertension and hyperlipidaemia. The pt received a 2.25x13mm cypher select in the proximal circumflex and a 3.0x13mm cypher select in the left main. One week later, the pt was admitted to the hospital with non-radiating chest pain and raised blood pressure. No ECG changes or raised cardiac enzymes were noticed. The pt also had two complaints of dizziness. Pt had ongoing chest pain with exertion and a positive stress test. Angiogram in 2007 revealed in-stent restenosis in the implanted cypher stent located in the proximal circumflex. Pt was successfully treated with rotablator. Pt was discharged the following day. The pt reported angina during the 6 month follow-up approx one and a half months later.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within 30 days upon receipt.